Event description:
Device 1 of 2. Reference MFR report: 1627487-2012-11150. It was reported the patient had experienced shocking sensations at the ipg site. The patient reported it lasted for 5-10 seconds. The patient stated the shocking was annoying but not painful. The patient also received the letter and mentioned his ipg site gets hot when he charges. The patient was given the recommendation to charge more frequently and for less time; it was reported he charged for 1.5 hours. The sjm representative met with the patient and reprogrammed the patient. The patient was scheduled for a follow up appointment regarding the issue. On (B)(6) 2012 ,st. Jude medical (B)(4), sent field action letters to patients related to heating while charging and raised awareness of this issue to patients. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
This ipg serial number was included in a field correction. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.